Event description:
Laparoscopic ileocecal resection - "this is the complaint from the market. Laparoscopic ileocecal resection was performed on feb. 5 without incident. On feb 12. Ileus occurred to the patient and incisional hernia was confirmed with CT image at 5mm incision in the right upper quadrant. An emergency operation was performed on the day to repair the hernia. The patient, a (B)(6) female, left hospital without further complications on (B)(6). It was (B)(6) when the user facility confirmed the hernia. They reported it to the sales agent on the evening of (B)(6), and to the olympus later in the day. Totally (3) 5mm devices were used to make incisions in the subject location, the right lower quadrant and the left upper quadrant. A 12mm device was used in the left lower quadrant. A 12mm kii balloon blunt tip system was used to make a camera port in the abdominal center to make a camera port." Patient status - "please refer to the complaint sheet for investigation."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Incisional hernias more commonly occur when a port side is not closed following laparoscopic surgery. Although the decision of whether or not to close the port site is made by the surgeon, other factors such as patient anatomy and port site placement may contribute to herniation. This document represents our final report.